Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a patient presented emergently with a traumatic tear of the thoracic aortic with both periaortic and intramural hematomas. A gore tag thoracic endoprosthesis was implanted, partially covering the left subclavian artery. A completion angiogram demonstrated patency of all the great vessels. A follow up CT suggested an increase in size of either a pre-existing penetrating ulcer or the thoracic aortic aneurysm. The patient was not a candidate for a second endovascular repair. Twelve days later, the patient underwent open repair. An intra-operative trans-esophageal echo revealed a dissection flap in the ascending aorta. The ascending aorta demonstrated signs of chronic dissection. The implanted tag device was found intact; however, some mobility was seen where the device covered the left subclavian artery. This mobility was suggestive of a possible type I or type ii endoleak. Cardiopulmonary bypass was performed. Dacron grafts were successfully used in tandem with the existing tag device. The operation concluded with adequate hemostatic control of the patient.